Event description:
The customer reported a saturation fault error message. This error will prevent the system from operating, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.